Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "bubbles" (air leak). A customer reported that air bubbles occurred from the top end and interrupted laser emission. There was no patient injury reported.

Manufacturer narrative:
When a laser probe is inserted in the patient's eye, the air located in the clearance space between the optical fiber and the cannula expands due to the eye temperature being about 28 f higher than the ambient surgical room temperature. Since the back of the cannula is sealed by the bond, the air escapes forward forming an air bubble at the tip of the cannula. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address the issue reported. (B)(4)